Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: kink on proximal balloon shaft just distal of strain relief, likely due to packaging. Per additional information received, the kink was not observed during the procedure, and "there is a possibility that it was kinked during transportation." During pre-decontamination evaluation, the delivery system was functionally tested. Initial resistance was felt during balloon inflation; however, after untwisting the kink on the balloon shaft, it was able to successfully inflate/deflate with no issues. Additionally, inflation/deflation time measurements were taken of the returned device during post-decontamination evaluation. The total time for balloon inflation and deflation must be less than or equal to 20 seconds. Recorded measurement shows device met specification. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. The complaint for "inflation difficulty and/or incomplete inflation partial or slow" was unable to be confirmed as the complaint event could not be replicated on the returned device during evaluation. Visual and functional analysis did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "balloon inflation difficulty occurred during valve deployment- the degree of calcification of the native valve was moderate to severe- when inflating the balloon of the commander delivery system (ds) to deploy the s3ur valve, resistance was felt, and a pressure gauge of an atrion inflation device (atrion) indicated 9-10atm. The valve was deployed with 1 ml less than nominal volume and landed 80:20 aortic/ventricular position as intended. The inflation time was the same as normal cases, and paravalvular leak (pvl) was mild." It is possible that native valve calcification could impact the balloon inflation characteristics by creating physical constrains, resulting in higher resistance for the delivery system to overcome during inflation. However, inflation difficulty was also reported after the procedure on the back table, which was unable to be replicated during functional testing as the device was shown to conform to specifications. Therefore, without applicable intra- and post-procedural imagery provided, a definitive root cause remains unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from japan, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 26mm sapien 3 ultra resilia (s3ur) valve. When inflating the balloon of the commander delivery system (ds) to deploy the s3ur valve, resistance was felt, and a pressure gauge of an atrion inflation device indicated 9-10atm. The valve was deployed with 1ml less than nominal volume and landed 80:20 aortic/ventricular position as intended. The inflation time was the same as normal cases, and paravalvular leak (pvl) was mild. Post dilation was not performed due to the native valve calcification and the inflation resistance. After withdrawing the ds from the patient, the doctor inflated the balloon of the ds to check the ds and atrion. Inflation resistance was felt again and the atrion indicated 7-8atm. No patient injury or contrast medium leakage were reported. Per follow-up information, the patient recovered without problems.